Event description:
The account generated a depressed axsym vancomycin result of 0.2 mg/l on a patient. The result was reported outside of the laboratory and extra doses of vancomycin was given to the patient. The specimen was repeated and generated axsym vancomycin results of 16.3 and 16.8 mg/l. No specific patient information was provided. No additional patient impact from the extra vancomycin doses were reported.

Manufacturer narrative:
Low test results (B)(4), overdose (B)(4).,an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All axsym control results were within expected ranges. The customer did not verify the integrity of the patient samples. The sampling and processing probe were replaced on the axsym analyzer. A successful fluidics check was performed, and a successful vancomycin precision run was performed on the axsym. The customer monitored the performance of the axsym for a few days, and reported no issues with control or sample results. The complaint text notes the discrepant result issue was resolved by the customer verifying sample integrity and sample preparation, and by the replacement of the sampling and processing probes. The axsym system operation manual contains adequate information for resolving discrepant result issues. The manual lists multiple probable causes and corrective actions for discrepant results. The probable causes listed include misaligned, dirty or damaged probes, and fibrin, red blood cells or other particulate matter in samples. The vancomycin ii package insert contains adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal analyzer performance. The package insert also notes samples containing particulate matter, fibrin or red blood cells may give inconsistent or erroneous results. A ticket service history review found no additional discrepant result complaints have been documented on axsym serial number (B)(4), since the probes were replaced, and the lab began verifying sample processing and sample integrity. A complaint review was performed with no adverse trend was found for axsym erratic occurrances. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01, or for the axsym probe list no. 09a59-01 related to the issue under evaluation.